Event description:
It was reported that that during an attempted implant procedure for this pacemaker, the lead measurements prior to the procedure were optimal however when connected to the device it switched to unipolar and failure to capture with high thresholds were noted. The lead was removed and measured again with good numbers, subsequently the lead and header were thoroughly clean however when the lead was again connected the device switched to unipolar and there was failure to capture. The physician suspected a pacemaker anomaly, the device was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported.

Event description:
It was reported that during an attempted implant procedure for this pacemaker, the lead measurements prior to the procedure were optimal however when connected to the device it switched to unipolar and failure to capture with high thresholds were noted. The lead was removed and measured again with good numbers, subsequently the lead and header were thoroughly clean however when the lead was again connected the device switched to unipolar and there was failure to capture. The physician suspected a pacemaker anomaly, the device was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.